Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The patient had an order for bolus 1 liter. It was placed the rate to 999/999 to go over 1 hour on the baxter IV pump. Machine started beeping after 1 hour the bag still had 300 mls left on bag but machine was beeping and the volume was 0, programed again 999/300 and rechecked still was 100 ml on bag , but the machine said 1/0 and then reprogramed machine again 999/100 and finally fluids were infused and screen machine was 1/0. The pump also infusing without the blue clamp being in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.